Event description:
It was reported that the floor locks of the table allegedly unlocked during a procedure. There was no reported injury to patient or user as a result of this event. The table was inspected by a berchtold service technician and it was determined that the hand pendant was not working properly. The hand pendant was replaced and the table was returned to service.

Manufacturer narrative:
The table was inspected by a berchtold service technician and it was determined that the hand pendant was not working properly. The hand pendant was replaced and the table was returned to service.